Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections a1, b2, d1, e1, g2, h3, h6. The corrected information is reflected in this report. The manufacturer previously reported in section b.2. Hospitalization (initial or prolonged) . After review, it was determined no hospitalization (initial or prolonged) was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1. A.1 section was incorrect patient intial name was reported in the previous report, which correctly updated in this follow up report as unknown. D.1 section incorrectly reported as dreamstation CPAP auto in the previous report, which is correctly reported as dreamstation auto CPAP in this follow up report. E.1 section was missing in the previous report, which is correctly updated in this follow up report. G.2 section was marked incorrectly in previous report as consumer and health professional. The report should have been sent for consumer only in g.2. H.3 section was incorrectly reported in the previous report, which is correctly reported in this follow up report. Type of investigation in h.6 incorrectly mentioned 4114 (device not returned), which is correctly updated now as 4105 (testing of raw/starting materials).